Event description:
The thumb wheel on the cement gun broke. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation indicated that the device was damaged during use.